Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Maximum temperature for the attachment head exceeded both is013732-1 and es-1104 for maximum allowable temperature and failed tn8702 performance testing. Cap end bearing failure, free roaming ball bearings and excessive debris most likely created friction and instability of the set within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from the abrasive wear on the teeth of the gears. A lack of lubrication was also noticed as received. Also, a DHR review was conducted with no discrepancies noted.